Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a highly calcified lesion in the left anterior descending artery. Three to four treatments on low speed were performed. Angiographic imaging was performed and a perforation was observed near the first diagonal branch. The patient became hypotensive. The wire position was lost and was unable to be re-gained. A pericardial drain was performed to resolve the cardiac effusion and a covered stent was placed in the lesion. The patient was stable and was admitted to the hospital for observation. The patient was discharged the following day.